Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 55 mg/dl. The customer's other blood glucose was 41 mg/dl,480 mg/dl,45 mg/dl,65 mg/dl. The customer did experienced the symptoms such as sleepiness and weakness. The customer was treated with insulin pump for high blood glucose and for low blood glucose treated with glucagon and food. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears flush. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering and over delivery. Customer also reported that insulin pump had button error alarm. Troubleshooting was performed and buttons were not responding. Customer also reported that insulin pump had no delivery alarm but resolved by set change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had intermittent button response on the esc, act up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the electrical board was found locked properly. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.